Event description:
Stent separation from balloon; otw 3.0x16mm stent advanced but would not go around the initial curve of the rca into the distal vessel. Stent returned to the guiding catheter. Entire assembly was withdrawn all the way to the femoral sheath when the stent separated from the balloon. Flowing into the distal femoral artery. Fluoroscopic exam up to the aortic valve showed no evidence of the stent. Fluoroscopy did show stent to be localized in the right profunda femoris. Stent left in place after determined no harm likely.